Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the flushing pump had a flow rate malfunction. There were no reports of patient harm.

Event description:
It was reported, that the flushing pump had a flow rate malfunction. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flow rate controls button did not respond. Based on the results of the investigation, it is likely that the following led to the malfunction: it this issue is caused by a component failure of pump head. A device history record review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.